Event description:
It was reported that this patient heard beeping tones from this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the presenting electrogram (egm) and determined that the beeping tones were due to an alert for high out-of-range shock impedance measurement. The shock impedance had spiked to 155 ohms then went back down to the 70 ohms range. Ts suggested that the patient be brought to clinic for testing to reproduce spike in impedance. Other lead measurements remained stable. The right ventricular (rv) lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, a generator change out procedure with rv lead revision has been scheduled for this patient. It was noted that the sensing was poor with low r-wave amplitude of 2 mv. No adverse patient effects were reported. Currently, this ICD remains in service.

Event description:
It was reported that this patient heard beeping tones from this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the presenting electrogram (egm) and determined that the beeping tones were due to an alert for high out-of-range shock impedance measurement. The shock impedance had spiked to 155 ohms then went back down to the 70 ohms range. Ts suggested that the patient be brought to clinic for testing to reproduce spike in impedance. Other lead measurements remained stable. The right ventricular (rv) lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, a generator change out procedure with rv lead revision has been scheduled for this patient. It was noted that the sensing was poor with low r-wave amplitude of 2 mv. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this ICD was explanted during scheduled replacement procedure for normal battery depletion (nbd). A new pacemaker and subcutaneous implantable cardioverter defibrillator were placed at this time. No adverse patient effects were reported. As of today, this product has not been returned to boston scientific for additional analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient heard beeping tones from this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the presenting electrogram (egm) and determined that the beeping tones were due to an alert for high out-of-range shock impedance measurement. The shock impedance had spiked to 155 ohms then went back down to the 70 ohms range. Ts suggested that the patient be brought to clinic for testing to reproduce spike in impedance. Other lead measurements remained stable. The right ventricular (rv) lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, a generator change out procedure with rv lead revision has been scheduled for this patient. It was noted that the sensing was poor with low r-wave amplitude of 2 mv. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this ICD was explanted during scheduled replacement procedure for normal battery depletion (nbd). A new pacemaker and subcutaneous implantable cardioverter defibrillator were placed at this time. No adverse patient effects were reported. As of today, this product has not been returned to boston scientific for additional analysis. Later, this product was received by boston scientific and investigation was performed.

Event description:
It was reported that this patient heard beeping tones from this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the presenting electrogram (egm) and determined that the beeping tones were due to an alert for high out-of-range shock impedance measurement. The shock impedance had spiked to 155 ohms then went back down to the 70 ohms range. Ts suggested that the patient be brought to clinic for testing to reproduce spike in impedance. Other lead measurements remained stable. The right ventricular (rv) lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD remains in service.